Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type, update the event problem and evaluation codes, and update the investigation results. Investigation: the complaint of the system locking up during a tavr procedure was investigated. The control panel was returned, and testing was performed. However, the reported issue could not be reproduced. The investigation results are inconclusive. A root cause of the issue could not be identified.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the ultrasound system froze while the user was scanning the patient during an interventional transaortic valve replacement (tavr) procedure. The 3d transesophageal echocardiography (tee) probe was inside the patient at the time. The user rebooted the system; however, it failed to restore functionality. A similar but different ultrasound system was used to complete the tavr. There was a delay in completing the procedure because it took time to reboot the initial system, time to find a different ultrasound system and time for the system to boot to imaging. There was no loss of data and there was no patient adverse event reported. No additional information was provided.